Event description:
Reportedly, the patient died on (B)(6) 2013 due to complications associated to pneumonia. Associated ICD: sorin paradym dr 8550; sn: (B)(4). The subject lead was not returned.

Manufacturer narrative:
Date: (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.